Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR: 2134265-2016-00533 it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman aa closure device & delivery system along with a watchman access system were used. The closure device was implanted successfully, with no recaptures. However, at the end of the procedure, the physician noticed a small effusion. No additional intervention was required. The patient was being monitored and the patient's status was stable.